Event description:
It was reported that there was an issue with product nn261z - as tibial obturator d12mm. According to the complaint description, postoperatively the patient presented on (B)(6) 2025 with inflammation, sudden pain in the knee and swelling. The cement had broken up. A revision was planned for (B)(6) 2025. The initial surgery was on (B)(6) 2025. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: nn174z (aesculap ag internal reverence no. (B)(4): 9610612-2025-00208). Nn261z (aesculap ag internal reverence no. (B)(4): 9610612-2025-00209). Nn075z (aesculap ag internal reverence no. (B)(4): 9610612-2025-00210). Nn533 (aesculap ag internal reverence no. 400725316: 9610612-2025-00211).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
Associated medwatch reports: (B)(6) (aesculap ag internal reverence no. (B)(4): 9610612-2025-00208). (B)(6) (aesculap ag internal reverence no. (B)(4): 9610612-2025-00209). (B)(6) (aesculap ag internal reverence no. (B)(4): 9610612-2025-00210). (B)(6) (aesculap ag internal reverence no. (B)(4): 9610612-2025-00211).

Manufacturer narrative:
Additional information: d9 - product received. H3 - yes, evaluation. H6 - codes updated. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered no longer reportable for the following reasons: - no reportable malfunction. - no serious incident. Investigation results: visual inspection: during the product investigation it could be determined that the provided explants show, beside the normal traces of use, that there are no deviations, serious / abnormal damages or other product failures. The femoral as well as the tibial component shows bone cement residues on the whole intended area. The visible discoloration have no negative influence on product quality. There are no damages / chipping regarding the as coating. The gliding surface of the meniscal component shows little visible scratches and imprints due to third body wear. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are nosimilar complaints against the same lot numbers. Conclusion/preventive measures: on the basis of the current information / provided pictures / x-ray figures, the definitive root cause for the patient's problem remains unclear. There are no hints regarding a product related error. The bacteria / pathogens can reach the prosthesis /body in various ways, e.g. As a result of an operation, an injury, a pre-existing bone infection or via the bloodstream in the presence of other inflammations in the body. Based upon the investigation results, a CAPA is not required.